Event description:
On (B)(6) 2009, the patient was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2009, the patient discharged from the hospital. On (B)(6) 2010, a six-month follow-up revealed no adverse event including endoleak. On (B)(6) 2010, a one-year follow-up revealed a type iii endoleak of unknown origin. It was reported that no aneurysm enlargement was noted. Imaging modality utilized is unknown. On (B)(6) 2010, the patient underwent a reintervention where an additional tag device was implanted within the previous two tag devices by covering the overlap to repair the persistent type iii endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. Additionally, the IFU states potential device or procedure related adverse events include endoleak and reoperation.